Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, the battery gauge was fluctuating intermittently which resulted in the pump shutting off. There was no reported impact to the customer¿s blood glucose.